Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: siepe, c., mayer, m., wiechert. K., korge. A.. (2005). Clinical results of total lumbar disc replacement with prodisc ii. Spine, volume 31, pp 1923 ¿ 1932. (Germany). This article is for a prospective study analyzing midterm clinical results of total lumbar disc replacement (prodisc ii) for different indications in order to assess functional outcome after total lumbar disc replacement (tdr) treated for varying indications. The study design was a prospective, nonrandomized study from july 2000 to july 2005 of 92 patients. Patients were divided into four groups according to their preoperative diagnosis- group 1: degenerative disc disease (ddd), group 2: ddd plus disc hemiation, group 3: post ¿ discectomy, and group 4: ddd plus modic. Patients were examined and patient data was collected before surgery, 3-months post-operatively, 6-months post-operatively, 12- months post-operatively, and annually from then on. All patients were nonresponders to a preoperative intensive conservative inpatient and outpatient treatment program. Low back pain (lbp) was the predominant and leading complaint in all patients. The 18 of the patients (19.6%) experienced complications. The 18 patients (19.6%) experienced complications. The following complications were intraoperative: retrograde ejaculation (2 patients- 1 persisting and 1 temporary), and sympathectomy related dysesthiesia (1 patient). The following complications were postoperative: deep vein thombrosis + arterial pulmonary embolism + lysis (1 patient- patient with known coagulopathy), and superficial wound healing impaired (1 patient). The following complications were postoperative: extraforaminal disc protrusion following tdr (1 patient- spontaneous improvement upon conservative therapy), neuropathy l5 (1 patient), heterotopic ossification (1 patient- type iii mcafee classification), intraoperative/postoperative complications total (8 patients), reoperations (8 patients), primary suboptimal implantation (1 patient- secondary dislocation + fusion), inlay dislocation (1 patient ¿ implant replaced), implant subsidence (2 patients ¿ secondary fusion operation), segmental hyperlordosis persisting problems (1 patient, posterior dynamic fixation (dynesis)), persisting facet joint problems (2 patients ¿ secondary fusion), secondary spinal canal stenosis (1 patient ¿ microsurgical decompression), and reoperations- adjacent segment disc herniation (2 patients- microsurgical discectomy). This report is for the following events: inlay dislocation (1 patient ¿ implant replaced), implant subsidence (2 patients ¿ secondary fusion operation). This is report 5 of 6 for (B)(4). This report is for an unknown prodisc-ii device, unknown part#/lot#.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown prodisc-ii inferior endplate/unknown quantities/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.